Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the leads were being tested, the patient complained of some stimulation. It was noted that the left ventricular lead exhibited extra cardiac stimulation. The lead was programmed off and then capped on (B)(6) 2021. There were no patient consequences.